Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped below 70 mg/dl while wearing the pod between 4 and 24 hours. The patient had gone by ambulance to the hospital. Once at the hospital the patient was given food as well as juice and milk. The patient reports their blood glucose level had increased after consuming food and beverages. The patient was discharged from the hospital after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.